Event description:
During the procedure on the brachial artery, the physician was progressing with the guide wire and guiding catheter when the guiding catheter displaced from the artery ostium. The physician observed on the x-ray that the guide wire was broken in the guiding catheter. The physician removed the guiding catheter and guide wire. No patient effect was reported.